Manufacturer narrative:
Visual inspection confirms that the distal tip of the driver is twisted and sheared. The direction of the twisted tip is consistent with the removal of hardware. Use in this manner can result in forces greater than those in which the instrument is designed for. This driver is meant to insert or adjust screws. Review of the device history records showed no manufacturing or processing related irregularities. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Event description:
It was reported that the tip of the driver is twisted.